Event description:
(B)(4). Initial info for this spontaneous case was reported by a physician on 02-dec-2008: a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra) diluted with 5cc saline and 1cc of lidocaine on 3 occasions dated as (B)(6) 2007, as a cosmetic enhancement. The physician reported that the pt experienced diffuse swelling in the cheek area that extended out to the eyes 8 months after the last injection of poly-l-lactic acid (sculptra), approximately in (B)(6) 2008. He was able to feel nodules, but he stated that apparently they are not due to swelling. He treated the pt with prednisone 40 mg once daily and minocycline 100 mg twice daily. The swelling was controlled with this treatment; but when he tried weaning off prednisone to 20 mg daily, the swelling would again occur. The pt has not had any other injections in the cheek area since the last sculptra injection. The pt has received botulinum toxin type a (botox) treatment in the past with no problems reported (but not in the area of sculptra treatment). No other medical history or concomitant medications were reported. The outcome of the events is ongoing at the time of this report. No further relevant medical info was reported.

Manufacturer narrative:
Add'l info for sculptra (lot# and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. The case status is closed.